Event description:
It was reported there was a malfunction of channel 1. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). No fault found with the unit. The item was tested and passed all manufacturing specifications.